Event description:
It was reported to philips that unable to perform exposure, preventing imaging and delaying the patient's surgery. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the lumbar vertebral augmentation surgery was being performed when the issue occurred and was aborted. Customer reported to philips that the system was unable to expose properly. The philips field service engineer confirmed that the system was out of warranty. Therefore, no service action was performed by the philips. To, date no further information was received. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices. The codes were updated based on the investigation outcome.